Manufacturer narrative:
Trackwise: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications.

Event description:
The hospital reported t.w. Power supply s/n (B)(4) knob fell off and is lost. Warranty expired 8/9/2018. No patient involvement.